Event description:
A consumer's daughter reported that following intraocular lens (iol) implant surgery, her mother presented with acute iridocyclitis. Her mother is currently experiencing eye redness, edema, and eye discomfort. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter for further investigation.(B)(4).